Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that drawer failed. A field service engineer adjusted the drawer rails and latch assembly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that, while using the bd pyxis¿ medstation¿ es, the auxiliary drawer 2.2 row b pockets did not close, and an error was displayed stating that the device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.